Manufacturer narrative:
(B)(4).

Event description:
Procedure mammaplasty. According to the reporter: the patient experienced wound infection during a 6 week follow-up, which was possibly related. The patient also experienced wound dehiscence on (B)(6) 2010 which was possibly related to test device and spontaneously healed.